Event description:
The pt reported that she experienced blood glucose levels above her target, some as high as 400 mg/dl, for four consecutive days. She reported that her endocrinologist alleged that "the pump has failed." The pt reported that when she corrected her blood glucose by syringe, her blood glucose readings return to target; when she delivered a correction bolus with the pump, her blood glucose remained elevated. The pt noted that she used the same bottle of insulin for manual and pump deliveries. She reported that she changed cartridges & infusion sets twice; switched to a new bottle of insulin; denied illness or infection; denied scar tissue; denied issues with cartridges, infusion sets, or skin sites.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.